Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
On 20 aug 2020, the area representative reported that this complaint was a duplicate of the complaint reported under MDR#1820334-2020-01173; however, devices were shipped back under both complaint reference numbers. Upon check in of the devices under both complaints on 15 sep 2020, it was found only one device was returned, confirming this complaint to be a duplicate. Therefore, no further reports will be submitted under this event.

Manufacturer narrative:
(B)(6). Occupation: unknown. The procedure had to be converted to an open repair for completion. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during implantation, the top cap of a zenith flex aaa endovascular graft bifurcated main body could not be released. The procedure needed to be converted to an open repair for completion. Additional information regarding event details has been requested but is not currently available.